Event description:
A customer reported experiencing an altitude alarm with their insulin pump, which had been occurring intermittently for over a month. Despite efforts including changing cartridges and cleaning the pump, the alarm persisted. There was no reported adverse impact to the customer's blood glucose level, as the customer did not provide blood glucose information, and there were no reported complications. Technical support instructed the customer to clean the speaker holes and replace the cartridge, but the issue persisted. Consequently, technical support decided to replace the pump and the cartridge, confirmed the shipping address with the customer, and instructed them on returning the faulty pump. The customer was advised to use multiple daily injections (mdi) as a backup for insulin delivery during this period, and they were informed about how to put the pump into storage mode before returning it. The faulty pump was under warranty.